Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6mm x 10cm 150 saber percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured before reaching nominal pressure. Therefore, a new unknown balloon was opened, and case resumed. There was no reported patient injury. The operator was trained to the saber balloon catheter. The device was opened in sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended vessel was the superficial femoral artery (sfa), which was severely calcified with 85% stenosis, had no tortuosity, and was not a cto. There was no difficulty removing the product from the hoop nor removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A 50/50 contrast/saline solution was used. A non cordis indeflator was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did not depress into the syringe/indeflator when trying to inflate. The maximum inflation pressure was 4atms. The balloon re-wrapped properly and was removed easily. The balloon catheter did not kink while being used. The device will not be returned for evaluation because it was thrown away.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6mm x 10cm 150 saber percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured before reaching nominal pressure. Therefore, a new unknown balloon was opened, and case resumed. There was no reported patient injury. The operator was trained to the saber balloon catheter. The device was opened in sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended vessel was the superficial femoral artery (sfa), which was severely calcified with 85% stenosis, had no tortuosity, and was not a cto. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A 50/50 contrast/saline solution was used. A non-cordis indeflator was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did not depress into the syringe/indeflator when trying to inflate. The maximum inflation pressure was four atm. The balloon re-wrapped properly and was removed easily. The balloon catheter did not kink while being used. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82199962 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with 85% stenosis, likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.